Manufacturer narrative:
Elekta's device analysis results concluded that the reported problem was due to incorrect monitor unit scaling. Manually entering mus and or/performing rescales, without running qa checks on treatment plans are also potential contributing factors. Description of incorrect monitor unit scaling: when creating 3d plans using either mu or dose weighting modes, if the user changes the physician's intent rx dose and the number of fractions, and then modifies the wedge angle, the mu value is scaled incorrectly. The scaling of the mu is in direct proportion to the fractional change. Clinical impact: if the monitor units are not correct, the patient will be incorrectly treated. There could be a critical overdose or underdose proportional to the fractional rescale. Workaround: prior to treatment, independent dose calculation checks and secondary mu checks should always be done. Both should be standards of practice in radiation therapy clinics and will detect the problem. The problem can be avoided by forcing a monaco recalculation (change dose calculation grid spacing and change back) when any wedge angle change is made. Corrective actions: elekta's fsca ref. No. Fca-ims-0017. The problem has been resolved in monaco release 5.11.00 which is available now. All customers with devices within scope will receive an upgrade to 5.11. 00. Upgrade to 5.11.00 time schedule: customer notification october 2016. Target completion date 6 months from notification. Problem in monaco release 5.20 will be resolved in monaco release 5.30 (japanese only release) an important field safety notice (ifsn 382-01-mon-005) was issued on 29th september 2016 to all customers with devices within scope to inform them of the problem (eletka's fsca ref. No. Fca-ims-0017).

Event description:
It was reported that mu's from the plan do not match the actual prescription dose. Prescribed dose and fractionation should be 30 gy in 10 treatments. Actual delivered dose appears to be 10.714 gy in 10 treatments. Treatment ran from (B)(6) 2016. Elekta can conclude that the patient received an underdose of radiation (64.3%). This issue was found by a visit to the customer site from elekta support and the customer has been notified of the amount of radiation the patient received.